Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for 2 units of ar-4500, meniscal cinch¿, both anchors dropped out and the suture broke. This was detected during use in a right knee meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully as a third ar-4500 was used. There was no patient harm and no secondary procedure needed. Ar-4515 was used as cutter/knot pusher.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4500 batch 15116180 was received for evaluation. Visual evaluation revealed that the suture with the anchor was out of the device's shaft. The evaluation of the suture shows a knot. Evaluation of the trocars, cannula, and handle found no damage. A functional test was performed by sliding the trocar inside the depth stop without encountering any resistance. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.